Event description:
High defibrillation impedance of greater than 200 ohms was reported. Noise was also observed on the egm. The lead was explanted and replaced. No patient complications have been reported as a result of this event.